Event description:
The customer reported that an 840 ventilator had an intermittent lcd panel. Covidien was not authorized to repair the unit. The customer reported to have replaced the touchframe pcb.